Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact on the customer's blood glucose level. Tandem technical support confirmed the cartridge alarm and educated the caller on proper procedures for cartridge replacement. The caller was assisted in removing the old cartridge, delivering a bolus, and successfully loading a new cartridge, thereby resolving the issue and allowing the insulin therapy to resume.